Event description:
It was reported that the customer was setting their carb count on the insulin pump and when they hit the increase button, it would not stop. Customer took the battery out and it did it again. Customer was attempting to enter a bolus when the numbers started ramping without input. Customer removed the batteries but this did not resolve the issue and now the pump has a button error. Customer's blood glucose level was 6.1 mmol/l. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)